Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the service engineer evaluated the ventilator and replaced the single-board computer assembly, power pac battery, oxygen sensor, backup battery and updated the bootloader and operating system software. The ventilator passed all testing and was returned to the customer for use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance the ht70 plus ventilator cancel and down arrow buttons malfunction. There was no patient involvement.